Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/10/2016, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple call service (B)(4) alarms with high force due to occlusion during prime.  The battery compartment and returned battery cap were found to be undamaged and able to properly secure for testing. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms or loss of prime warnings. The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The pump cover was removed and there was no evidence of moisture or damage to the printed circuit board. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.